Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an elevation of threshold upon revision of 3.2 volts at 0.4 milli seconds due to dislodgement. This rv lead was surgically repositioned with a good great number with a threshold of 0.5 volts at 0.4 milli seconds. No additional adverse patient effects were reported.